Event description:
Clinician requested to call an anonymously regarding an adverse event that has been reported to them. Physician used product on a pt in 01/1998. It was reported in 02/1998 that the packing strip was left in place and the pt alleges "nerve damage". There was no other info available.